Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had to push buttons harder up and down also ok button and rewind was louder. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No unexpected blank displays or unexpected "insert battery", ¿low battery¿, ¿replace battery¿, ¿replace battery now¿, or "power loss" errors were noted during testing. No stuck buttons, multiple press issues, or other keypad anomalies were noted during testing either. All buttons were tested while navigating the menus, and they all worked properly. Finally no unexpected insulin flow blocked, no delivery, occlusion alarms or prime, rewind, or other motor/drive anomalies were noted during testing. (B)(4).